Event description:
The user received a questionable troponin t result for one patient sample from the elecsys 2010 rack analyzer serial number (B)(4) that was discovered when a delta check flag was received. The initial result was < 0.010 ng/ml with a data flag and the repeat result was 4.31 ng/ml with a data flag. The user deemed the repeat value to be correct because it matched the clinical picture of the patient and troponin t values from previous dates. The erroneous result was not reported outside the laboratory and the patient was not adversely affected. Upon evaluation of the analyzer, the field service representative was unable to duplicate the issue. He checked the pressure sensor, adjusted the probe and adjusted the rack sampler. To verify the analyzer operation, he ran performance testing with passing results and the user ran quality control which was acceptable. He also noted clear rack inserts were ordered which better hold small diameter tubes centered.

Manufacturer narrative:
A specific root cause could not be identified. There was no evidence of a reagent issue as calibration and quality control data were acceptable. There was no evidence of an instrument issue as the instrument was checked by the field service representative and performance testing was acceptable. It was determined the customer was not using rack adapters for the sample tubes, this could be a possible cause for the event. The customer confirmed that the patient was not adversely affected.